Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary fully covered rmv stent was implanted as part of the (B)(6) clinical trial. The patient was randomized into group 1: wallflex biliary rx fully covered stent on (B)(6) 2017. On (B)(6) 2017, baseline liver function tests were performed. Assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were reported: pale stools, nausea, and itching. The patient¿s karnofsky score was reported as 90. On (B)(6) 2017, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure and the study stent was implanted successfully. Reportedly, the cbd cannulation was not easy nor difficult. A biliary sphincterotomy was performed during the procedure and prophylactic antibiotics were administered. On (B)(6) 2017, the patient experienced acute pancreatitis related to the stent placement procedure. The patient experienced a prolonged hospitalization. The event was considered resolved on (B)(6) 2017. On (B)(6) 2017, the patient was noted to have cholangitis and the study stent had completely migrated distally, not due to stricture resolution. The patient underwent a biliary reintervention and a wallflex biliary uncovered stent was implanted. The patient¿s cholangitis was resolved on (B)(6) 2017. The patient was hospitalized on (B)(6) 2017 and pending discharge on (B)(6) 2017.